Event description:
It was reported to philips that the system lost power and was unable to boot up. System was in clinical use. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite. In order to correct the issue, the fse replaced 24 batteries (repacking the old ones). System is now returned in good working conditions.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system lost power and was unable to boot up. The philips field service engineer (fse) checked the system onsite and found that the ups had no power and blown 400 amp breaker because of that system lost power. Upon troubleshooting, fse found that the old batteries was spilled and shorting out. To resolve this issue, fse replaced 24 batteries and repacked the old ones. After the replacement, the system was returned to use in good working order.the replaced battery was from third party company.